Event description:
It was reported that the patient with their artificial urinary sphincter (aus) implant device is now experiencing leaking, and the patient is using about 2-3 pads a day. Additionally, the first aus system the patient had, they reported that the cuff was smaller. There were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.